Event description:
It was reported the patient was no longer receiving effective stimulation. The sjm representative interrogated the system and many contacts had invalid impedances. Reprogramming was able to regain coverage in the left occipital area (off-label use). Patient to see physician for x-rays. Follow-up determined the patient's system was explanted and replaced. Patient is receiving effective stimulation coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.